Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: no time and date issue was observed in the black box. A timekeeping accuracy test was performed and the pump maintained the time accurately during a 5 day duration test. When the pump was left without power for 1 hour it had returned to the default time/date 12:00 am (B)(6) 2007. The pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's time and date settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.